Event description:
It was reported that the system was explanted due to infection. The cause of infection was unknown. Patient was stable during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.